Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the pt began experiencing elevated blood glucose and was brought to the hospital. Upon admit her blood glucose was 485 mg/dl. She was treated with insulin and IV fluids.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The device was found to have 1/2 inch chip of material that had been broken away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. On the date of the event the device did alarm 8 times, each time the user acknowledged and silenced the alarm. We were unable to determine when or how the device became damaged.